Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the issue resulted in a procedure delay of less than one hour. The alleged inaccuracy was approximately the size of one vertebral body. The procedure was completed with a c-arm. The cause of the issue was not determined. The imaging and navigation systems both tested accurately and operated as intended during investigation.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause as the reported behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9733686, version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that all spins showed navigation accurate to the needle's location. The manufacturing representative was unable to reproduce the issue and the system performed as intended. The software was uninstalled and reinstalled to prevent any potential underlying contributing issues in the software. The system passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that during a posterior lumbar fusion minimally invasive surgical (mis) case, after an imaging spin, the site placed the metrx tube at l4-l5 but the surgeon did not think it looked right. The site brought in a c-arm to confirm placement and it showed the tube at l5-s1. Both the surgeon and manufacturing representative stated that the reference frame was not moved and there were no significant movements to the spine. During the investigation, multiple 3d spins were obtained with a needle placed in a sawbone model. All spins showed navigation accurate to the needle's location, as well as all levels of the sawbone model. In order to eliminate any underlying contributing issues in the software, it was uninstalled and reinstalled along with the spine tools 28. Additional 3d spins verified navigation accuracy after software reinstall. The inaccuracy was unable to be reproduced and the issue was resolved. The system was found to function as intended. There was no impact to patient outcome as a result of this issue and the delay to the surgical time was unknown at the time of the event.